Event description:
This lead was implanted on (B)(6)1997 and was capped on (B)(6)2 011 due to an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).